Event description:
It was reported to philips that the device¿s image storage disk was full. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was occurred during the diagnosis and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected and confirmed that the hard disk was failed. Upon functional testing fse reseated the hard disk and recreated the database but issue was not resolved permanently. Fse replaced the image disk and recreated the image store. After replacement of image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.